Event description:
The facility representative reported a colleague infusion pump with failure code 403:317:871:0000. This condition had the potential to interrupt delivery. It is unknown when the reported condition occurred; it occurred in the "biomed service" department. There was no report of patient involvement, injury or medical intervention necessary. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 403.317.871.0000 was confirmed during product evaluation in the pump's event history. The root cause of this condition was assigned to a defective uim (user interface module) pcb (printed circuit board). The uim pcb was replaced to correct this reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.